Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the author reported that the adverse events mentioned in the article have nothing to do with medtronic devices/products.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Liu m, hao z, li r, cai j, jiang c, li y. Erythrocyte-rich thrombi related to serum iron contribute to single stent retrieval and favorable clinical outcomes in acute ischemic stroke by endovascular treatment. Thrombosis research. 2020;195:8-15. Doi:10.1016/j.thro mres.2020.06.038. Medtronic received a literature study aimed to evaluate the relationship between erythrocyte-rich thrombi and favorable clinical outcomes and further explored factors associated with erythrocyte-rich thrombi. This study was carried out on patients who suffered acute ischemic stroke and underwent endovascular treatment. A total of 84 patients with acute ischemic stroke participated in this study from march 2018 to september 2019. Endovascular treatment was given using either a solitaire fr or solitaire ab device. Unfavorable clinical outcomes were seen in 52 patients. It is unknown what outcomes occurred. In the erythrocyce rich thrombi group single stent retrieval was performed in 62.5% of the cases, multiple stent retrieval in 28.1% of cases, and rescue therapy in 9.4% of cases. In the fibrin rich thrombi group single stent retrieval was used in 25% of cases, multiple stent retrieval in 53.8% of cases, and rescue therapy in 21.2% of cases. Rescue therapy was performed in cases with three failed thrombectomy attempts using stent retrieval.